Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the power module's fan was making a rattling noise. Additionally, the battery had expired, four of the rubber vent bands were damaged, and the rear catch elastomer was discolored.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module¿s fan making a rattling noise was confirmed via product testing. The heartmate power module (serial #: (B)(6)) was serviced at the (B)(4). The unit was able to boot up as intended. When the unit was running, the fan was making a rattling noise, confirming the reported event. The power module fan was replaced. The unit was able to pass all stages of functional testing. The unit was placed in the abbott rental pool after testing. The device history records were reviewed and the records revealed (B)(6) was manufactured in accordance with manufacturing and quality assurance (qa) specifications prior to being ordered on (B)(6) 2012. Heartmate iii instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.